Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reportable infections against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. The patient was implanted on (B)(6) 2007 and revised on (B)(6) 2012. It is not likely the devices contributed to the patients reported infection 5 years after implantation. It is known the asr platform has been voluntarily recalled from the market. Based on the inability to determine root cause, the need for further corrective action has not been indicated.

Event description:
Litigation alleges patient had pain, swelling, a skin sore near right hip, elevated metal ion levels, a pseudotumor and a hematogenous infection in right hip after asr hip implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.